Manufacturer narrative:
The insulin pump powered up properly after the battery installation. The insulin pump passed the self test. The insulin pump error "the device returned invalid entries; all data read will be discarded" during the upload to carelink pro software. The fault was isolated to the motherboard. The pump was received with a cracked reservoir tube lip, a minor scratched lcd window, and a scratched reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The medtronic representative reported that the customer was trying to upload a pump onto carelink pro but she was not seeing any data. Customer was receiving a message that the device returned invalid entries and all data will be discarded. Customer was unable to download the pump onto personal and it would not upload the data due to the data being conflicted. Customer was advised that the insulin pump will need to be replaced and the pump needs to be reprogrammed with the right date and time.